Event description:
Per incident report: we've identified a heartware controller with loose connectors. In accordance with instructions in fsca apr2016, the issue was found today ((B)(6) 2016) during a regular scheduled clinic appointment. The controller was replaced without incident. The pt had caregivers were instructed per the pt manual on alarm awareness, water avoidance and carefulness when connecting and disconnecting to power sources. Pt: (B)(6), operating room, implant: (B)(6) 2015, hvad: (B)(4), affected controller: (B)(4), new primary controller: (B)(4). An rga for product return was requested from the MFR who also will provide a no-charge replacement under terms of the recall.